Manufacturer narrative:
A ge representative evaluated the system and reseated power supply connections. The system operates as intended.

Event description:
Customer reported the system would not produce an image, suspects the image converter is faulty. No patient injury was reported.